Event description:
It was reported that balloon rupture occurred. The 95% target lesion was located in a shunt in the mildly tortuous and moderately calcified artery of the left forearm. After a 018 non bsc guide wire crossed the lesion, the 6.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. The device was initially inflated at 6 atmospheres, however, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mm x 40mm non bsc balloon catheter. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).